Manufacturer narrative:
(B)(4). One actual sample and one companion sample were returned to the manufacturing plant for evaluation. Visual inspection was performed, and no defects were observed. Functional testing was performed on the returned samples. The actual sample and the companion sample were filled with solution using a syringe. Both bags were hung, and extension sets were inserted to the bags. Solution flowed through both bags with no issues observed. In addition a clear passage test and pressure test were performed at 8psi with satisfactory results. Therefore, the reported condition was not confirmed in the returned samples. An assignable root cause was not determined.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter (B)(4), a 250 ml intravia empty container in which the port of the bag was pulled off when attempting to remove the primary set (smart site infusion set). According to the report, the intravia bag was compounded in the pharmacy department. The compounded bag was sent out to the hospital floor and was spike with a smart site infusion primary set. Therapy was initiated with a patient and proceeded normally. When therapy was finished, the nurse attempted to remove the primary set from the empty bag, and observed the entire port ripped off the bag. There were no reports of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.